Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5178114 and mw5178115 diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 11/18/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to a report received via maude the reporter experienced sensor inaccuracy on (B)(6) 2025. On the day of the event, the patient experienced symptoms including shaking, sweating, and reported that she ¿could barely walk.¿ a fingerstick bg test was performed, revealing a bg level below 45 mg/dl, while the cgm displayed a reading of 120 mg/dl. The patient was treated with a juice box; however, it is unknown who administered the treatment. The patient stated that assistance was required due to the severity of her symptoms. No additional treatment was reported, and the patient did not seek hospital care. There is no documentation of further medical evaluation or intervention. At the time of reporting, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 12/24/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was clarified by the patient on 08/07/2025, during the night, the patient experienced symptoms including shaking, sweating, and difficulty walking. At the time of the event, the patient¿s cgm displayed a reading of 120 mg/dl; however, a fingerstick measurement showed a blood glucose level below 45 mg/dl. The patient self-treated the episode with a juice box and reported that no third-party assistance was required. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.